Event description:
The customer reported nurses heard a noise in the pt's room. When they arrived in the pt's room, they reported they observed the cart that the ventilator was mounted on had collapsed, and the ventilator had fallen to the floor. The customer reported that prior to the collapse, the cart was not being moved and the ventilator was not in operation at the time of the event. There was no pt involvement or reported injury. Evaluation of the cart noted a crack in the stand.